Manufacturer narrative:
The complaint was initially received on (B)(6) 2020. At the time of this complaint, the decision was made that the complaint did not require a report to the FDA. The distributor in (B)(4) agreed at the time. On 7/24/2020 the distributor in (B)(4) sent us an email stating that they made the decision to report in (B)(4). As a response to the report our regulatory group decided the us should report as well. The product was not returned for evaluation. The DHR record was reviewed for lot number 0118c and there were no noted noncomformities during manufacturing and processing of this product and lot number. All items were noted as within manufacturing specification from the manufacturer. The product was purchased through bovie medical prior to the acquisition on (B)(6) 2018. The product was not returned for evaluation: based on the information provided by the customer, it was determined that the electrode became too hot as a result of using it on a child less than 25 lb. Additionally, it is recommended that this device be used on the lowest setting possible. There is a possibility that the electrode was used for an extended period of time without rest at a setting that was too high and it became too hot as a result. (B)(4). Based on this information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
While using the electrode in the mouth of a child patient, the black protection covering the electrode melted. There was no adverse consequence for the patient.